Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a heartlogic alert indicating that the heart failure index had crossed above the programmed alert threshold. Battery status was reported as acceptable, and lead measurements were noted to be satisfactory. Electrogram (egm) review demonstrated transient noise oversensing on the right atrial (ra) and right ventricular (rv) channels, resulting in a false mode switch. It was further reported that the root cause for the noise and oversensing on both channels was attributed to an electrophysiology (ep) procedure, including ablation, occurring at the time of the events. The field representative indicated that no additional corrective actions were required, and no further intervention was planned. This ICD remains in service. No adverse patient effects were reported.